Manufacturer narrative:
(B)(4). The sample has been requested but to date, not incident sample has been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a vessel in the patient was bleeding during the sealing and cutting process. There was no injury to the patient. No further information has been made available by the site.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation, and visual inspection found no defects. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications.